Manufacturer narrative:
The device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was stuck during implant using a preloaded delivery system. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned. Separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No device damage is observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was outside of the device wrapped in tape. The tape was soaked with lphse to separate the tape. The lens was cleaned with lphse to removed the viscoelastic and tape residue. No lens damage was observed. The lens dimensions (plan view) were acceptable using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The reported complaint could not be verified. The lens was returned outside of the device. No problem was found. No lens or device damage was observed. The lens dimensions (plan view) were acceptable using an approved template. The manufacturer internal reference number is: (B)(4).